Event description:
It was reported that during surgery, the surgeon went back to planning screen to take more tibia after original cuts were made, moved to the cutting screen, hit the "remove purple" icon and then got this error, "the system has detected that the navio app unexpectedly exited. Please contact (B)(4) customer support (B)(4)". The surgeon cut the tibia manually with s&n instrumentation and completed the case with no issues or delays. No patient injuries were reported.